Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description included. The reported field event of back up vvi was confirmed in the laboratory via review of stored device images and was due to a power-on reset. The cause of the power-on reset was a low battery voltage. The device was found to have no communication due to low battery voltage. The device was tested on the bench and using automated test equipment. No anomalies were observed and device met all other test specifications. The original battery was returned to the vendor for further eval. The eval reported a small particle of cathode material. It most likely occurred around the time the device reached expected eol or possibly after the device was explanted because the stored diagnostics showed a normal battery depletion over the implant duration.

Event description:
It was reported that the pt was not feeling well and reported to the hospital. The device was found to be in back-up mode and could not be restored. The pt was hospitalized and the device was explanted and replaced.